Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was a proximal conductor fracture at the first rib/clavicle. There was an outer insulation breach at the first rib/clavicle. There was blood on the proximal conductor (not obstructed). Concomitant products 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance and oversensing. The lead was explanted and replaced. The physician noted upon lead removal that the outer insulation was damaged. No patient complications have been reported as a result of this event.